Event description:
Information was received that the implant failed before reaching the extension target. As per the surgeon, the patient did not follow weight bearing instructions and put too much weight on the nail. No patient adverse event was reported.

Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
No additional information was provided.

Manufacturer narrative:
The device was not returned to nuvasive for investigation. However, x-ray images were provided and during evaluation of the provided x-ray images, an intramedullary nail with 2 proximal and 2 distal locking screws was visible. The second proximal locking screw (the more distal of the two) was slightly bent. In addition, the x-ray images revealed the al-br nut was partially backed out from the distraction rod. However, as the nut was only partially backed out (not fully backed out), this indicates the distraction rod was still engaged with the lead screw and also indicates reported issue was not related to the al-br nut backing out from the distraction rod (note: the manufacturing x-ray image showed the al-br nut was seated properly in the distraction rod). There were no additional device-related abnormalities or issues noted. Without the return of the device, visual and functional testing could not be performed to determine a definitive root cause for the reported issue or the backed out al-br nut. However, based on the complaint description and the bend in the second proximal locking screw, a possible root cause for these issues is related to the reported excessive stress/force applied to the nail as a result of patient not following weight bearing instructions/limitations. Device history review: the device history records (DHR) were reviewed and confirmed the device met all quality inspections and specifications prior to release.